Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and severely tortuous right coronary artery (rca). The 2.5 x 12mm apex mr balloon catheter was inflated to 4atms and ruptured on the 1st inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).